Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit was displaying vent inop (inoperable), motor fault, xdcr fault (transducer fault), circuit disconnect, low pip (low peak inspiratory pressure), and low ve (low minute ventilation). The customer performed troubleshooting and reported the turbine differential pressure transducer failed transducer calibrations. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducers within the assembly ((B)(4)). This issue will be internally investigated within carefusion.